Event description:
It was reported that the right ventricular (rv) lead had increased pace/sense impedance and a lead integrity alert was triggered. It was also reported that an rv lead fracture was suspected. Additionally, during the rv lead change-out procedure, the atrial lead was found to be attached (via tissue) to the rv lead. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead measuring 10 cm was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6945-65, implantable defib lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.